Event description:
Facility alleges, that while transferring a pt from bed to a chair, there was a loud noise and the pt fell to the floor. The nursing home pt died two days later. Cause of death is unk.

Manufacturer narrative:
Investigation is on going. Request has been made for product used in the alleged incident to be returned to the MFR for analysis.